Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/26975601. (B)(4) other devices used: catalog #unknown, unknown zimmer acetabular cup, lot #unknown. This report will be amended when our investigation is complete.

Event description:
It is reported that ten hips were revised due to recurrent instability and dislocation.

Manufacturer narrative:
No devices or photos were provided for review; therefore, the condition of the device was unknown. The product numbers and lot numbers of the devices are also unknown. The device history records and complaint history could not be reviewed. The devices were used for treatment. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided.